Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2017-00080 / 00082).

Event description:
Patient underwent a left knee revision procedure approximately 3 months post-implantation due to infection. All components were removed and cement spacers were implanted. The patient was subsequently re-implanted with a total knee system 2 months later.

Manufacturer narrative:
(B)(4).